Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was producing shock. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was returned foe evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. A receiver download was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.